Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0338832. Medical device expiration date: 2021-03-22. Device manufacture date: 2020-12-03. Medical device lot #: 0329506. Medical device expiration date: 2021-03-19. Device manufacture date: 2020-11-24.

Event description:
It was reported that while using 7 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. Additionally there were 7 with physical defects observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batches 0338832 and 0329506 were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on these batches were satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batches 0338832 and 0329506. Retention samples from batches 0338832 and 03296506 were not available for inspection. One photo was received for investigation. The photo shows the bottom of four plates from batch 0338832 (time stamps 0020, 0045, 1538 and 1543), three plates from batch 0329506 (time stamp 0112 and 0114) and two plates of mueller hinton batch 0304029 (time stamp 1611). The plates from mueller hinton batch 0304029 show dried media and microbial growth and apply to complaint (B)(4). From this customer. The four plates from batch 0338832 pictured each have dried media and one of the plates appears to also have some microbial growth on the surface. The three plates from batch 0329506 pictured each have dried media and two of plates also appear to have microbial growth on the surface. No return samples were received for investigation. This complaint can be confirmed for dried media and contamination. Bd will continue to trend complaints for dried media and contamination. Based on the low defect rate for these batches, no actions are planned at this time. H3 other text : see h.10.

Event description:
It was reported that while using 7 bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. Additionally there were 7 with physical defects observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.